Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor memorygel breast implants 550cc (r) and 500cc (l) and experienced bilateral capsular contracture baker grade iii and rupture on the right side. Rupture was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On 1/31/2020, additional information was received indicating the patient is scheduled for explantation on (B)(6) 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 29 2021, additional information was received indicating the patient experienced grade IV capsular contracture on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on feb 14 2020 indicated the right breast implant was found to be intact upon explantation. The patient underwent removal and replacement with mentor gel breast implants. Manufacturer¿s reference number: (B)(4).